Event description:
It was reported that upon re-engagement (ready mode) of a side-firing fiber being used for prostate vaporization, the aim beam was observed to be forward-firing. The forward-firing condition was observed when the fiber had accumulated 289,140 joules. There was no pt injury as a result of this event. It was reported that the end users were wearing laser safety glasses at all times, and no end user injury was reported. The procedure was initiated with a different fiber (reference MFR report number 2937094-2012-00109). It was reported that the fiber tip was not cleaned periodically during use.